Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016), showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one used tego connector was returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering analysis: visual inspection (pre and post decontamination) of the as-received tego connector did record component damages primarily to the silicone covering near the thread post. Although the exact cause(s) of the component damage(s) is unknown, the characteristics indicate these anomalies most likely occurred as a result of incorrect usage and or unintended force. Functional/performance testing: the tego connector was tested to the applicable product specification including pressure leak testing. The results recorded the tego connector seal maintained function, there were no leakages. Findings: testing and analysis of the "as received" tego connector did record component damages. When pressure tested, the tego did not leak. The component damages did not result in any leakage issues.

Event description:
Int'l. (B)(6) complaint received reporting leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to torn membrane/leakage". There were no reported adverse patient consequences.